Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the reported complaint regarding the erbe error. Log review revealed recurring error c-34. The integrated electrosurgical unit (iesu) was tested using the system, error c-34 occurred from start, and a review of the internal erbe log showed error c-00. Probable root cause is attributed to generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer reported a c-34 error on the erbe integrated electrosurgical unit (iesu). System logs confirmed the presence of the c-34 error. The team suggested using a force triad generator. The customer had an activation cable available, and was guided through connecting the force triad and activation cable. The procedure was completed as planned with no report of patient injury.